Event description:
The manufacturer received information alleging a "service required" alarm condition related to the charging of the internal battery occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.